Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited variable pace impedance measurements that dropped below 200 ohms. Technical services (ts) recommended performing a vector breakdown. This lv lead remains in service. No adverse patient effects were reported. Additional information was received that this lv lead exhibited loss of capture and additional low out of range pace impedance measurements. This lv lead remains in service. No adverse patient effects were reported. Additional information was received that this lv lead was explanted. A new lv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular lv lead exhibited variable pace impedance measurements that dropped below 200 ohms. Technical services ts recommended performing a vector breakdown. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited variable pace impedance measurements that dropped below 200 ohms. Technical services (ts) recommended performing a vector breakdown. This lv lead remains in service. No adverse patient effects were reported. Additional information was received that this lv lead exhibited loss of capture and additional low out of range pace impedance measurements. This lv lead remains in service. No adverse patient effects were reported.